Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Repairs were performed on the bronchoscope which included replacement of the following components: o-rings and seals, control body assy complete, insertion flex tube w/seg pb-free, segment steel braid, distal attaching pin, operation channel, bending rubber. On 25/oct/2016, a device history review was performed which confirmed the bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The bronchoscope was shipped back to the customer on 01/nov/2016. Since no further information has been received for this event, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). MDR 9610877-2016-00158 includes information on the first patient involved in the event. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report on 08/31/2016 which stated the facility "had concerns regarding this scope resulting from 2 patients who have cultured positive for acremonium" involving pentax fiber bronchoscope model fb-15bs/g112034. The fiber bronchoscope was returned to pentax medical for evaluation. The inspectional findings included: residue build up on the suction cylinder. Both the dry and wet leak tests passed. Additional information received from the facility on 09/12/2016 for the patient and the device identified in this MDR, stated the patient did not report any symptoms of illness, was not recalled for further screening or provided any treatment, and is currently stable. In addition, the facility stated the fiber bronchoscope is not routinely cultured, and depending on the case load, reprocessing of scopes at the facility does not exceed 3 hours. Pentax medical, along with the facility, are currently investigating this event to determine possible root cause(s).